Event description:
This is a report of a home patient (hp) who experienced a breach in aseptic technique and developed peritonitis. The hp was hospitalized for the peritonitis. The breach in aseptic technique was described as touch contamination, since the hp stopped using gloves. The treatment was not reported, however on an unreported date the hp was discharged from the hospital. The nurse declined to provide any additional information. Additional information was requested but not provided.

Manufacturer narrative:
(B)(4). The event occurred on an unknown day in (B)(6) 2013. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.